Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received information that this local representative was experiencing difficulties with device interrogation. According to the patient, difficulties with device interrogation have been encountered in the past. The device appears to be tilted in the pocket. The patient's physical activities include bench pressing at home. The local representative commented that no programmer problems had been observed with other patients prior to the attempted interrogation of this patient's device. The local representative was able to establish intermittent telemetry with the programmer wand positioned low and off to the side of the device. The local representative was able to perform amplitude and pacing impedance tests but then experienced loss of telemetry. The device remains implanted at this time and the patient has been scheduled for an in-clinic follow-up. Technical services discussed other troubleshooting techniques for the next follow-up including interrogation in another room, the use of a different programmer and selecting the model number directly from the programmer display.